Manufacturer narrative:
(B) (4). Zipper damage. Results: evaluation for the returned canopy shows that the panel side a window zipper slider body is open. (B) (4).

Event description:
Customer claims that the canopy large window zipper does not zip the window closed. There was no patient injury reported. Evaluation for the returned canopy shows that the panel side a zipper slider body is open.